Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary:the device was returned, analyzed, and no anomalies were found. (B)(4).

Event description:
It was reported that the patient's device system was explanted due to a systemic group g streptococcal infection. The patient was treated with antibiotics and the system will be replaced once the infection has cleared. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.